Manufacturer narrative:
(B)(4) 2014 - we were informed this device had been returned. The ICD was first interrogated. The clinical observation could be confirmed, the ICD was running in safety mode. The device status was bol, the device had been implanted for 25 months. First the ICD memory and returned device data were analyzed. Closer examination showed that the ICD detected an inconsistent memory entry on (B)(4) 2014 and then it activated the safety mode. Overall, the device is able to self-correct individual memory sectors. If multiple memory sectors are affected at once, no automatic correction is possible and the device reacts as per specifications and switches to the safety mode. During interrogation, the user is shown the appropriate warning. The device was subjected to electrical function testing. The anti-bradycardia output signal was in working order and corresponded to the values programmed in the safety mode. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified level of energy was attained. The charge time was also regular. After a manual repair of the memory sectors affected, the device could be reinitiated without any problems. After another function test, the ICD was in perfect working order with respect to all therapeutic functions. The ICD production process was checked. The production documents did not show any irregularities that could be linked to the clinical observation. All production steps were correctly executed. In summary, the safety mode was due to the detection of inconsistent memory sectors. The ability of the ICD to deliver therapy during this time as per the safety mode was ensured. Due to the nature of the error, it can be ruled out that the reported radiotherapy had contributed to the clinical observation. There is no indication of a production defect.

Event description:
Ous MDR - at interrogation, the lumax 540 vr-t functioned in the safe program. A device error was given as status, and the ICD could neither be re-initialized nor was it possible to program parameters. There are plans to explant this ICD.